Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: (B)(6) 2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2024, information was received from a manufacturer representative (rep), regarding a patient receiving baclofen (0.4 mg/ml) and dilaudid (15 mg/ml) via an implantable pump for non-malignant pain. It was reported the rep had a catheter revision case on the date of the call. The patient got a new pump and catheter in january ((B)(6) 2024) and told the physician they were allergic to the staples so the physician used a different suture to close. The spinal portion did not heal well and the catheter became exposed. The rep stated the physician speculated the patient may have been allergic to the sutures they used as well. The spinal segment of the catheter was revised and their incision was closed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider reported that not at this time has an allergic reaction to the sutures been confirmed. The healing and exposure of the catheter was resolved.